Manufacturer narrative:
An event regarding wear involving a dall miles cable cutter ((B)(4)) was reported. Conclusion a functional test was unable to cut a sample dall miles cable. The reported separation or deformation of the dall miles cable has been determined to be as a result of the instrument wear. Based on the information provided there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the cable firaments separated and the cable could not be removed from the cable cutter. Spare product was not used and the surgery was continued.

Event description:
It was reported that the cable firaments separated and the cable could not be removed from the cable cutter. Spare product was not used and the surgery was continued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.